Event description:
It was reported the patient's blood glucose level rose to 359 mg/dl while wearing the pod for longer than 48 hours. In addition the patient reports the pod was leaking during wear,

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn and short, measuring 0.752 inches, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. It could not conclusively be determined if this damage contributed to the reported event. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device leaking fluid. Inspection of the phb data showed no evidence of issues with insulin delivery.